Manufacturer narrative:
The field service engineer replaced the power management board to address the issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.